Manufacturer narrative:
Initial and final MDR 1918544 - MDR 3003442380-2024-15469 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion sets fell off during use events on 01-may-2024. Infusion set has been used for between one to two days for all events. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.